Event description:
The explanted generator and lead were returned to the manufacturer for analysis. Analysis of the generator concluded that the end of service condition was the result of normal battery depletion. There was no condition noted during analysis that would suggest any anomaly with the device. Analysis of the returned lead is currently underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the lead was completed on 11/18/2014. Note that a large portion of the lead assembly including the electrodes was not returned for analysis and therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead ortion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance. It was reported that x-rays were taken and the patient was referred for surgery. No known surgical intervention has been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. A clear lead break was observed on the strain relief bend. Based on the images provided, the cause of the high lead impedance is likely the identified lead break. An implant card was received indicating that the vns patient underwent generator and lead replacement surgery on (b)(6 2014. The explanted devices have not been returned to date.